Event description:
Additional information received from the physician noted that the leak was observed when the device was still in the patient's body. It was noted that the patient's vessel tortuosity was moderate and the devices were prepared as indicated per the IFU. The leak was confirmed to be in the balloon catheter lumen, and the balloon was tested prior to use. The contrast ratio was 50/50, the balloon was inflated/deflated one time, and a 1ml leurlock syringe was used.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: the hyperform occlusion balloon catheter and two guidewires were returned. No damage was found with the hyperform catheter hub. No bends or kinks were found with the hyperform catheter body. Upon visual inspection, the balloon appears to be in good condition. An attempt was made to flush the hyperform occlusion balloon catheter; however, the catheter was found occluded with what is likely dried saline/contrast. During the analysis, the hyperform balloon became damaged. Therefore, balloon inflation testing could not be performed. Guidewire ¿a¿ - upon visual inspection, the hydrophilic coating of the guidewire was found damaged. The guidewire was found bent at ~4.0cm from the distal tip. The guidewire distal tip was found to be bent. The bend is consistent with shaping; however, it was not known if the guidewire tip was shaped during use. The guidewire proximal od (outer diameter) was measured to be 0.0098¿ and the distal tip od was measured to be 0.0097¿ which are within specification (specification: 0.0103¿ max). Guidewire ¿b¿ - upon visual inspection, the hydrophilic coating of the guidewire was found damaged. The guidewire was found damaged at ~2.0cm from the distal tip. The guidewire distal tip was found to be bent. The bend is consistent with shaping; however, it was not known if the guidewire tip was shaped during use. The guidewire proximal od (outer diameter) was measured to be 0.0099¿ and the distal tip od was measured to be 0.0100¿ which are within specification (specification: 0.0103¿ max). No other anomalies were observed. Based on the device analysis and reported information, the customer¿s report of ¿catheter leak¿ could not be confirmed as balloon inflation testing could not be performed. No issues were reported preparing the balloon prior to use. It is possible the damages found with the returned guidewires contributed to the event. However, the cause for the event could not be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information reporting that when the physician tried to inflate the hyperform balloon, it was noted that the lumen had leaks. There was no injury to the patient.